Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type :extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type extension. Product ID neu_recharger_acc, product type recharger. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient.

Event description:
Medtronic employee reports that the patient only used his device for two months post implant. Neurostimulator is now over-discharged. Caller also notes that the patient suffered a brain injury on (B)(6) 2010: rep reports that multiple physician mode recharges were unsuccessful. Also noted that the patient never had therapeutic effect. Replacement was being considered. Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. It was reported that the patient's spinal cord stimulator (scs) was removed due to lack of therapeutic effect. It was noted that the patient had a new pump device, was in a stable neurological condition and there were no complications after the surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information found that there was a problem with the implantable neurostimulator. There were telemetry issues. It was noted that the health issues were the primary reasons for over discharge. The patient had charged only one time and then turned it off and was never told that he would have to continue charging the implantable neurostimulator even though it was off. The patient was considering replacement of the implantable neurostimulator and leads at that time. The patient never had coverage where his pain was. There were no further complications reported or anticipated.